Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The most proximal stent strut row was partially lifted and stretched slightly in a proximal direction. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube no issues. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the mid right coronary artery (rca). A 38 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion despite several attempts. The device was removed and it was noted that the stent strut was damage. The procedure was completed with another with same device. No patient complications were reported and the patient.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the mid right coronary artery (rca). A 38 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion despite several attempts. The device was removed and it was noted that the stent strut was damage. The procedure was completed with another with same device. No patient complications were reported and the patient status was stable.